Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Corrected: h6 clinical code. Visual examination of the provided pictures identified there is bony ingrowth present on the femoral component and there is wear and bio debris present on the bearing. The tibia and additional screw components were also explanted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right knee arthroplasty components are anatomically aligned. There is no fracture or evidence of implant loosening. The tibial implant fixation pin appears slightly retracted and correlation with prior imaging would be of value. The bone quality is osteopenic. Operative notes were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The reported instability event is not confirmed, but the reported revision is confirmed from provided images of the explanted devices. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - femur.

Manufacturer narrative:
(B)(4). D6a- initial surgery took place in 2018. D10-medical product: unknown nexgen articular surface. G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately six years post implantation due to instability. Attempts to obtain additional information have been made; however, no more information is available.